Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure re-intervention occurred. The 75% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.5mm and the lesion length was 15mm. The patient underwent treatment with the liberte stent (diameter 2.75mm and length 16mm). Residual stenosis was 0%. The procedure was a technical success. One day after the index procedure, a re-ptca was performed on a non-target vessel. The patient was discharged ten days after the index procedure. At discharge the patient was reported to class 4 stable angina (an increase from class 2 stable angina before the procedure). The discharge medications were asa 100 mg for 6 months and clopidogrel 75 mg for 6 months.